Event description:
Additional information received indicating that the physician believes that the cause of the event was due to the non-abbott rv lead. No allegation of malfunction on the abbott left ventricular lead nor on the abbot device.

Manufacturer narrative:
Additional information: b5 correction: h10 upon receipt of additional information, the device should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow up, non-sustained right ventricular oversensing episodes were recorded. Abbott technical support reviewed the session records which identified loss of capture and suggested further testing of the implanted leads. It is unknown whether the event is caused by the left ventricular lead or the non-abbott right ventricular lead. No intervention was performed at this time. The patient was stable and will continue to be monitored.